Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. A66683). The patient had a medical history of abortion in 2012, augmentation mammoplasty in 2010, cyst removal (removal of cyst on her head in 2009) in 2009 and pelvic pain female, fibroids, menorrhagia, dyspareunia, dysmenorrhea, parity 2, headache, difficulty sleeping, uterine fibroids, vaginal bleeding, alcohol use disorder, smoker, surgery (past operation: breast) and penicillin allergy. Previously administered products included: microgestin. The patient had a family history of hypertension, copd and asthma. As concurrent condition the report mentioned endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3376 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (senhance robotic total laparoscopic hysterectomy. Bilateral salpigectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.657 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: xr hysterosalpingography. Reason for exam: essure procedure. Clinical indication: fertility evaluation post essure confirmation. Findings: the uterus was catheterized. The uterus was opacified. Fallopian tube devices are noted on the right and left side. Significant opacification or peritoneal spill is not demonstrated. Impression: no evidence of tubal patency if currently suggested, as described above. The patient tolerated the procedure well and was discharged in good condition [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with mild chronic inflammation. Secretory endometrium. Adenomyosis. Intramural. Leiomyomas measuring up to 0.4 cm. Bilateral essure coils within fallopian tube cornu. Negative uterine serosa, essentially unremarkable fallopian tubes. No evidence of malignancy. Left uterosacral: fibrofatty tissue with deposits of endometriosis. No evidence of malignancy gross description: opening the uterus reveals two tan metallic coils averaging 1.0 cm in length resembling essure coils at the right and left cornua. The endocervical canal is tan and trabeculated. The left fimbriated fallopian tube is 4.0 cm in length 0.5 cm in diameter and surfaced by purplepink smooth serosa. The lumen is complete and unremarkable. The right fimbriated tube is 5.0 cm in length 0.5 cm in diameter surfaced by purple pink mostly smooth serosa. The lumen is complete and unremarkable. [Physical examination] on (B)(6) 2022: pelvic: reveals uterus to be retroverted, tender with prolapse. Adnexa clear. Batch noa66683. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 41-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 9 years 2 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no: a66683). The patient had a medical history of abortion in 2012, augmentation mammoplasty in 2010, cyst removal (removal of cyst on her head in 2009) in 2009 and pelvic pain female, fibroids, menorrhagia, dyspareunia, dysmenorrhea, parity 2, headache, difficulty sleeping, uterine fibroids, vaginal bleeding, alcohol use disorder, smoker, surgery (past operation: breast) and penicillin allergy. Previously administered products included: microgestin. The patient had a family history of hypertension, copd and asthma. As concurrent condition the report mentioned endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3376 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (senhance robotic total laparoscopic hysterectomy. Bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.657 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: xr hysterosalpingography. Reason for exam: essure procedure. Clinical indication: fertility evaluation post essure confirmation. Findings: the uterus was catheterized. The uterus was opacified. Fallopian tube devices are noted on the right and left side. Significant opacification or peritoneal spill is not demonstrated. Impression: no evidence of tubal patency if currently suggested, as described above. The patient tolerated the procedure well and was discharged in good condition [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with mild chronic inflammation. Secretory endometrium. Adenomyosis. Intramural. Leiomyomas measuring up to 0.4 cm. Bilateral essure coils within fallopian tube cornu. Negative uterine serosa, essentially unremarkable fallopian tubes. No evidence of malignancy. Left uterosacral: fibrofatty tissue with deposits of endometriosis. No evidence of malignancy gross description: opening the uterus reveals two tan metallic coils averaging 1.0 cm in length resembling essure coils at the right and left cornua. The endocervical canal is tan and trabeculated. The left fimbriated fallopian tube is 4.0 cm in length 0.5 cm in diameter and surfaced by purple/pink smooth serosa. The lumen is complete and unremarkable. The right fimbriated tube is 5.0 cm in length 0.5 cm in diameter surfaced by purple pink mostly smooth serosa. The lumen is complete and unremarkable. [Physical examination] on (B)(6) 2022: pelvic: reveals uterus to be retroverted, tender with prolapse. Adnexa clear. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Patient medical history added lab data and pathology test added , product lot number added , non drug treatment details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3368 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 41 year-old female patient who had essure inserted (lot no. A66683). The patient had a medical history of abortion in 2012, augmentation mammoplasty in 2010, cyst removal (removal of cyst on her head in 2009) in 2009 and pelvic pain female, fibroids, menorrhagia, dyspareunia, dysmenorrhea, parity 2, headache, difficulty sleeping, uterine fibroids, vaginal bleeding, alcohol use disorder, smoker, surgery (past operation: breast) and penicillin allergy. Previously administered products included: microgestin. The patient had a family history of hypertension, copd and asthma. As concurrent condition the report mentioned endometriosis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3376 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (senhance robotic total laparoscopic hysterectomy. Bilateral salpigectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.657 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: xr hysterosalpingography. Reason for exam: essure procedure. Clinical indication: fertility evaluation post essure confirmation. Findings: the uterus was catheterized. The uterus was opacified. Fallopian tube devices are noted on the right and left side. Significant opacification or peritoneal spill is not demonstrated. Impression: no evidence of tubal patency if currently suggested, as described above. The patient tolerated the procedure well and was discharged in good condition [pathology test] on (B)(6) 2022: diagnosis: uterus, cervix, bilateral fallopian tubes: cervix with mild chronic inflammation. Secretory endometrium. Adenomyosis. Intramural. Leiomyomas measuring up to 0.4 cm. Bilateral essure coils within fallopian tube cornu. Negative uterine serosa, essentially unremarkable fallopian tubes. No evidence of malignancy left uterosacral: fibrofatty tissue with deposits of endometriosis. No evidence of malignancy gross description: opening the uterus reveals two tan metallic coils averaging 1.0 cm in length resembling essure coils at the right and left cornua. The endocervical canal is tan and trabeculated. The left fimbriated fallopian tube is 4.0 cm in length 0.5 cm in diameter and surfaced by purplepink smooth serosa. The lumen is complete and unremarkable. The right fimbriated tube is 5.0 cm in length 0.5 cm in diameter surfaced by purple pink mostly smooth serosa. The lumen is complete and unremarkable. [Physical examination] on 07-jun-2022: pelvic: reveals uterus to be retroverted, tender with prolapse. Adnexa clear lot number: a66683, manufacture date:2012-05, expiration date: 2015-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.